Manufacturer narrative:
As the device was received in a condition was contradictory to the complaint description. As received, the axium prime implant coil was found to be stretched on the proximal end with the polypropylene filament broken and already detached from the pushwire. The tack weld replacement (twr) crimps and the pushwire distal to the break indicator at the manual detachment location (via hypotube) were found to be intact. Additionally, the pushwire was found to be bent at the proximal end. The implant coil appeared to be detached from the coil shell at the coil shell weld. The implant coil and coil tip were found to be damaged. Based on the device analysis and reported information, we were unable to determine the cause of the implant coil detached from the pushwire. It is possible that the implant coil stretched during the event and subsequently became detached during shipping back to medtronic for evaluation as the customer did not report any damage to the coil. It is possible that the pushwire became bent, and the implant coil became damaged during the movement of the coil against the reported resistance. Per instructions for use (IFU), "handle the axium¿ prime detachable coil with care to avoid damage before or during treatment. Do not advance the axium¿ prime detachable coil against a noted resistance until the cause of the resistance is cleared by fluoroscopy. This may lead to the destruction of the coil and/or catheter or perforation of the vessel. It is essential to confirm catheter compatibility with the axium¿ prime detachable coil. The outer diameter of the axium¿ prime detachable coil should be checked to ensure that the coil will not block the catheter. Advance and retract axium¿ prime detachable coils slowly and smoothly, especially in tortuous anatomy. If axium¿ prime detachable coil repositioning is necessary, take special care to retract coil under fluoroscopy in a one-to-one motion with the implant pusher. If the coil does not move with a one-to-one motion, or repositioning is difficult, the coil has been stretched and could possibly break. Gently remove and discard both the catheter and coil". If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during preparation of coiling treatment for a cerebral aneurysm embolization, this coil felt resistance during delivered inside the microcatheter. The coil was smoothly come out of the introducer sheath, presented difficulty in progressing in the microcatheter. The coil was removed from the patient and another was implanted successfully. No patient injury was reported. Evaluation of the returned device found that the implant coil was found to be stretched and detached from the pushwire.